Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer was guided to remove cartridge, check o-ring, remove pump from case, inspect and clean connection area, reattach cartridge securely, and then follow on-screen steps, after which customer successfully completed loading process and resumed insulin delivery.